Event description:
Complaints regarding this product since having these joints put in. As I can see that doctor's error was not reported to you as requested. I did speak to someone in 1999 regarding my teeth becoming loose 13 months after I had the joints put in. He never called my dentist, he just spoke to implant dr and accepted his explanation of a periodontal problem. I still had braces on! Although I did have a medium periodontal problem the main cause of my teeth becoming loose was putting the joints in someone who had muscle problems. It seems I was never a candidate for these joints. As indicated by dr's operative reports and letters. A few days after the joints were put in in 1998, I had muscle problems and had to start taking muscle relaxers. At the time I did not know about the contraindications. There were a lot of things I did not know, even the consent form indicates that implant dr did not think I would have any problems. There seems to be some controversy whether implant dr assisted in the design of the joints or that tmj concepts just used some of his data. Regardless, that is how implant dr presented the joint prosthesis as his. Others believed the same as I did, as did the FDA. In 1998 there was an item about a second dr's joints on my local news, that his were not approved. Since I knew that this second dr had been a student of implant dr I assumed that they were the same joints. Implant dr's office gave me a third dr's number to assure me that implant dr's were not the same as second dr's. I don't think I even knew who the MFR was at the time. She did indeed tell me to have them put in if my dr said so. She did not know anything about my case. How did she know that implant dr was not making a mistake (as he did) she should never had made such a statement. I did not know her and would have no reason to make up such a story. Therefore, the FDA was not justified in sending me such a terse letter in response to my complaint. I did speak to someone after my complaint to the FDA and asked to have my doctors to call him. There was some protocol nonsense about who calls whom. He still has not spoken to my prosthodontist. The person I spoke with requested me to see a doctor in my state who now does joint replacement. He had a lot of negative comments about my condition, implant dr and the events that leads up at my present condition. I lost my teeth, joints (which now need to be removed) I was never informed of the ramifications of having the joints removed. Now to save what teeth I have left, I will need to have the joint removed. My upper and lower jaw actually moved in separate direction. I can barely open the right side and my ear is extremely painful, something is pushing into it. I has hopeful that the doctor in my state would help me, but did not want to take on such a complicated case. His office sent me a bill for something. I called three times and no one would return my call. Then I developed an infection. I wrote and requested a copy of an x-ray and the letter he sent to tmj concepts, I never received a reply. Due to the increased grinding because of my muscle problems the splint has become loose causing infections. Initially they thought the infection was under the plate in my upper jaw, however it was surrounding two teeth which I lost. I am in jeopardy of losing the rest, once that happens I will have to have upper teeth. Since the lump in my face is still there and recently had to take massive amounts of cipro due to pneumonia, I do not know what is causing that lump. That oral surgeon was hesitant to do anything because he was afraid if he took the splint off my teeth would come out. He managed to get it done but told me I should be in a hospital with the best oral surgeon I could find. Once doctor in my state asked what outside agencies I have been to because he felt that there is certainly not something right here. Initially tmj concepts allowed a small number of surgeries to put the joints in. Also, if implant dr embellished his relationship with the company, that is their problem to deal with him. He brought any liability to their door, not me. After seeing the doctor in my state, asked me to send him a copy of the cat scan I did. I never heard from him. He is not very good to following up on things. When I called he had someone else unfamiliar with the case talk on the phone. He was to call me back, never did. They know this is a doctor's mistake and should have reported it to you. Tmj concepts should be making every effort to assist with medical and financial assistance. That would be demonstrating good corporate responsibility and dispel the notion of any unusual relationship between these two. Just because the joints seem to be working alright does not release them from responsibility if I was not a candidate for joint replacement. Since this is a tight-knit community I am left without a doctor. It is not fair that I should have to live in such great pain. Right from the first operation I was doomed. They all seem to know about others' incompetence, but said nothing. I certainly cannot be the only pt is this position. I have been assured by senator that this case will be included in any further congressional hearings on this issue. I urge you to investigate what is being done in the community and impose tighter restrictions on these doctors. They need closer monitoring than medical doctors.